Event description:
It was reported that the ortholock ex-pin 3x110 broke upon removal from the tibia during a total knee replacement procedure. The broken fragment was left in the patient's bone. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the pin was broken was not confirmed as the product for this investigation was not available for evaluation. Device not returned for investigation.